Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflated implant. The device remains implanted.

Manufacturer narrative:
Device evaluation: device photograph for the device related to the reported event of deflation was reviewed on (B)(6) 2021. Visual analysis of the photographs identified: creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device was explanted.